Manufacturer narrative:
The compact power supply did not work. This power supply was replaced and the laser system restart to work. We are unaware about delay on treatment or pt injury.

Event description:
The laser system showed the error message: "mps no end of charge."